Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during investigation, the pump powered on with a blank display screen. The pump was opened and the display screen was found to be cracked. A test screen was inserted and the display was found to function properly.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (display issue) issue. It was reported that the display was shattered. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.